Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
K-wire does not pass through guide.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding alleged seizing involving a unknown k-wire was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
K-wire does not pass through guide.